Manufacturer narrative:
D10: 320-20-00 - eq reverse torque defining screw kit, 320-15-05 - eq rev locking screw, 320-01-42 - equinoxe reverse 42mm glenosphere, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-42-00 - equinoxe reverse 42mm humeral liner +0. Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial left total knee arthroplasty. Initial implant date and year is unknown. Subsequently, the patient underwent a left knee revision for a dislocation. No medical or surgical interventions were reported. The patient was last known to be in stable condition following the event. No further patient impact was reported. No additional information is available.